Event description:
It was reported that during an internal service activity, a power surge occurred in the operating room. Upon attempting to power up the system, errors were present. The technical support engineer (tse) reviewed the system logs and identified error 311, which pointed to a golden image error associated with the msc. The tse guided the staff to power up each component in standalone mode. The robot and console powered on without issue, while the tower continued to display error 311.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The issue was resolved after the fse reprogrammed the system, clearing the error 311 on the tower. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. System issues related to error messages can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error 311 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue was resolved by reprogramming the system.